Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos showed blood oozing from the end of the septum. 2. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the septum leakage test results of 400pcs in process test and 32pcs in outgoing test were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs of the batch of retained samples were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photos showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on the morning of (B)(6) 2024, the nurse gave the patient an IV needle, blood extraction found that the other end of the needle slowly flowed a small amount of blood (see video), the patient saw this situation emotional, expressed dissatisfaction, the nurse to see this situation first calm the patient's emotions, and then replaced the patient with a new needle, the head nurse of the manufacturer's products are quite dissatisfied with the small problems, this time, but also encountered this kind of the head nurse was not happy with the manufacturer's product, which had many minor problems, and this time the department had to bear the cost.